Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.